Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. A leak test was performed and passed, indicating no leak in the casing. The pump case was removed, and evidence of moisture ingress was found on several internal components. Unrelated to these issues, the keypad cover was observed to be peeling. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and moisture ingress. This report is made based on results of investigation completed on 12/30/2015.